Manufacturer narrative:
The analysis did show that the bearings have been gritty and the handpiece ran out of specification. But the heat up was not reproducible during a test run. According to dental nurse the handpiece has been used as cheek retractor. The condition of the bearings is a result of the normal wear process which takes place during the use. The root cause for the heat up is the use as cheek retractor. In this case the push button gets pressed while the bur is rotating. This causes unusual inner friction and therefore a quick heat up of the head. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer).

Event description:
(B)(4).